Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic stated that the inulin pump had no delivery alarms. No harm was required during medical intervention. The insulin pump will be returned for analysis.